Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the endoscope orientation was allegedly not correct when selecting 30 degrees up and down. The isi clinical sales representative (csr) contacted dvstat and received phone assistance from the technical support engineer (tse). Review of the system logs confirmed a communication problem with the endoscope controller (ec) / video processor (vp) connections and obstruction on the system cable warnings. Tse confirmed that the issue occurred prior to docking the patient side cart. Prior to calling, the customer restarted the system with no change. The tse walked the csr through performing a hard power cycle on the vision side cart (vsc) and ensuring the system cable connections were securely connected with no change. The system powered back on with error codes 54 and 55 indicating a system cable communication problem with the bottom most vsc port and the system was out of sync with some consoles not responding to the global power on. The tse then walked the customer through powering down each console and reseating the system cables. The system powered back on normally with no further errors or messages. The procedure was completed using the same system and endoscope with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the hospital employee stated that the image was inverted, the endoscope was not moving freely, but did move in reverse control. The indication of the image orientation was provided to the user via surgeon console and vsc. The endoscope's adapter was still engaged and attached. No missing screws or components were observed. The problem was resolved by contacting tse after the system was power cycled in addition to reseating the system cables.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) walked the customer through powering down each console and reseating the system cables. The system powered back on normally with no further errors or messages. The image orientation issue was resolved. The system powered back on normally with no further errors or messages. The procedure was completed using the same system and endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.